Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4)

Event description:
The hosp reported that during preparation for an endoscopic vein harvesting procedure, the vh-3000 short port btt black inflation valve was found dislodged. This was noticed once the unit was removed from packaging. A replacement vh-3000 unit was used to complete the procedure. The hosp did not report any pt effects. The product was discarded. When opening the same kit, the hosp found the cannula in two pieces (not broken, just disassembled). They mistakenly thought it was broken, so they discarded the cannula as well and used the replacement unit (mentioned above) to complete the procedure.